Event description:
A report was received that the patient was having difficulty charging the ipg due to the ipg being in slanted angle to surface anatomy. It was noted that the physician reviewed the plain film image of the ipg and confirmed that the ipg appeared to be slanted. The patient underwent an ipg revision procedure and was doing well postoperatively.